Manufacturer narrative:
H6: investigation summary no samples or photos received for investigation. A device history review was performed for lot 2301096, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. There have been no changes in the materials or process used to manufacture this product that may have contributed to the reported failure. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, including tip and thread verification testing. All results were reviewed for lot 2301096 and found to be within specification. Based on our investigation and given the device records did not identify any failures related to this incident, we are not able to determine a root cause related to our manufacturing process at this time.

Event description:
It was reported while using bd luer-lok¿ syringe the pump was alarming incorrectly. There was no report of patient impact. The following information was provided by the initial reporter: warning end of infusion alarm was ringing when the 50ml ll syringe on the pump was still filled with the 10ml drug or solution.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd luer-lok¿ syringe the pump was alarming incorrectly. There was no report of patient impact. The following information was provided by the initial reporter: warning end of infusion alarm was ringing when the 50ml ll syringe on the pump was still filled with the 10ml drug or solution.